Event description:
Hip revision performed on (B)(6) 2015 at (B)(6) hospital. Primary procedure was performed about 2 months ago at (B)(6), same surgeon. First revision was performed due to dislocation during the last 3 weeks ((B)(6)) reason for 2nd revision surgery: due to infection. Source of infection is not known. Surgeon did not indicate that the infection was caused by our prosthesis. The acetabular liner was removed to allow wash out for infection. No further information is available.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A DHR review of all the provided product / lot combinations found that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.